Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for low yield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for low yield with the incident lot was observed. Further investigation has been initiated through CAPA# (B)(4). The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA# (B)(4) has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text: see h.10.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin produced low yields due to white blood cells clumping together in the ficoll layer. The tube was collected from the female patient, filled and mixed "8-10" times, and spun at room temperature,"1800 x g" for 30 minutes less than an hour after venipuncture. Additionally, it was reported that the patient inclusion criteria included being drawn by healthy ccf nurses, above average levels of stress measured at "pss-4 = 7", and no history of major chronic medical conditions and/or diseases. Exclusion criteria included smoking, pregnancy, current use of antidepressants or any other psychiatric medication, current diagnosis of anxiety and/or depression, history of psychiatric diagnosis, estrogen or hormone replacement therapy, diagnosis of post-traumatic stress disorder, and current use of any immunosuppressive medication or past meditation practice. It was also reported that no specific analysis was run on the tube. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "I don¿t know if it¿s due to the impending expiry, but we have recently started to get a lot of cell clumping, low yields and low viability in the lot that expires 3/31 (lot 8059566). The cell yield is lower than expected due to wbc clumping in the ficoll layer. . The phenomena has been observed over the past 3 weeks with approximately 9-13 subject samples. Two tubes are collected from each subject via wingset, filled and mixed 8-10 x. The specimen is spun at 1800 x g for 30 minutes at rt. The phenomena is observed in both tubes. The cells are isolated and frozen for research purposes, not testing. Here are the relevant inclusion/exclusion criteria: inclusion criteria: healthy male and female ccf nurses. Above average levels of stress (pss-4 = 7). No history of major chronic medical conditions and/or diseases. Exclusion criteria: significant chronic medical condition and/or disease; smoking; pregnancy; current use of antidepressants or any other psychiatric medication; current diagnosis of anxiety and/or depression; history of any psychiatric diagnosis other than anxiety or depression; estrogen or hormone replacement therapy use; diagnosis of post-traumatic stress disorder; current use of any immunosuppressive medication; current or past meditation practice. We did not run any specific analysis for results, but are experiencing cell clumping, low yield and low viability. Cells are being counted on an invitrogen countess. Collection is venipuncture; immediate inversion and centrifuged at room temperature in less than 1 hour from collection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin produced low yields due to white blood cells clumping together in the ficoll layer. The tube was collected from the female patient, filled and mixed "8-10" times, and spun at room temperature,"1800 x g" for 30 minutes less than an hour after venipuncture. Additionally, it was reported that the patient inclusion criteria included being drawn by healthy ccf nurses, above average levels of stress measured at "pss-4 = 7", and no history of major chronic medical conditions and/or diseases. Exclusion criteria included smoking, pregnancy, current use of antidepressants or any other psychiatric medication, current diagnosis of anxiety and/or depression, history of psychiatric diagnosis, estrogen or hormone replacement therapy, diagnosis of post-traumatic stress disorder, and current use of any immunosuppressive medication or past meditation practice. It was also reported that no specific analysis was run on the tube. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "I don¿t know if it¿s due to the impending expiry, but we have recently started to get a lot of cell clumping, low yields and low viability in the lot that expires 3/31 (lot 8059566). The cell yield is lower than expected due to wbc clumping in the ficoll layer. The phenomena has been observed over the past 3 weeks with approximately 9-13 subject samples. Two tubes are collected from each subject via wingset, filled and mixed 8-10 x. The specimen is spun at 1800 x g for 30 minutes at rt. The phenomena is observed in both tubes. The cells are isolated and frozen for research purposes, not testing. Here are the relevant inclusion/exclusion criteria: inclusion criteria: healthy male and female ccf nurses, above average levels of stress (pss-4 = 7), no history of major chronic medical conditions and/or diseases. Exclusion criteria: significant chronic medical condition and/or disease, smoking, pregnancy, current use of antidepressants or any other psychiatric medication, current diagnosis of anxiety and/or depression, history of any psychiatric diagnosis other than anxiety or depression, estrogen or hormone replacement therapy use, diagnosis of post-traumatic stress disorder, current use of any immunosuppressive medication, current or past meditation practice. We did not run any specific analysis for results, but are experiencing cell clumping, low yield and low viability. Cells are being counted on an invitrogen countess. Collection is venipuncture; immediate inversion and centrifuged at room temperature in less than 1 hour from collection."